Event description:
The customer's mother reported that her daughter's insulin pump alarmed a button error and a motor error. The mother also stated that she would be taking her daughter into the hospital because she is not feeling well. The customer's blood glucose reading was 194 mg/dl. The customer also reported that she wears the insulin pump in her bra and may be exposed to persipiration. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.